Manufacturer narrative:
Other relevant device(s) are: product ID: 9735368, serial/lot #: (B)(4), UDI#: (B)(4). Analysis of the 9733560 found insufficient information. Analysis of the 9735368 found insufficient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that during inspection upon product deliver, the emitter did not work. After several restarts, the internal connection was inspected but the emitter was indicated as failure and no improvement was seen. There was no patient present when the issue occurred.